Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys hiv combi pt assay on a cobas 6000 e601 module. Sample 1: 2.56 coi (tested on ee line). 2.19 coi (tested on ce line). Sample 1 was retested at a different laboratory using elecsys hiv duo on a cobas e 801 analyzer, and the result was 0.25 coi (non-reactive). Sample 1 was then repeated after calibration, and the results were: 2.10 coi (tested on ee line). 2.16 coi (tested on ce line and was reactive). Sample 2: 2.54 coi (tested on ee line). 2.06 coi (tested on ce line). Sample 2 was retested at a different laboratory using elecsys hiv duo on a cobas e 801 analyzer, and the result was 0.689 coi (non-reactive). Sample 2 was then repeated after calibration, and the results were: 2.08 coi (tested on ee line). 2.01 coi (tested on ce line and was reactive). Sample 3: 3.28 coi (tested on ee line). 0.31 coi (repeated on ee line). 0.194 coi (tested on ce line). Sample 3 was then repeated after calibration, and the results were: 0.242 coi (tested on ee line). 0.203 coi (tested on ce line and was non-reactive).

Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The cobas 6000 e601 module serial number was (B)(6). The calibration and qc were acceptable. Per the labeled specificity claim of the assay, false reactive results may occur. The product labeling states: "initially reactive or borderline samples giving a cutoff index of = 0.9 in either of the determinations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv combi pt assay performs within specifications. The cause of the event could not be determined.